Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported for about a week they have been feeling stimulation in their legs and not on their back, which is where they desire the therapy to be. Patient stated they left a detailed message for their representative this morning, but have not heard back yet. Agent asked if patient has recently changed groups and patient stated they might have and are currently on group a. Agent walked patient through changing to group b and c and patient confirmed they can feel stimulation only in legs/thighs in all 3 groups. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they no longer have a managing healthcare provide; agent emailed patient physician listings. Agent sent email to area mdt rep. Pt called back and stated they met with a rep and rep suggested that pt have an xray to determine their lead wire position - pt asked when their x-ray is scheduled. Pss suggested pt call her hcp office regarding their x-ray schedule.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from an hcp. Caller reported they had a partial note from manufacturer representative (rep) that indicated possible "lead revision, switch to paddle lead". Caller didn't have any further information.